Event description:
Patient experienced pain and swelling in his left leg after all 3 injections. On (B) (6) 2007, dr. (B) (6) spoke with reporter who sates he had a steroid injection approximately 5 weeks ago, with 18 hours of complete relief, then his knee pain returned. His doctor has informed him that he will likely need a knee replacement in the future, but that he needs shoulder repair first, or he will be unable to undergo the rehabilitation for the knee replacement. His doctor then suggested he try euflexxa shots. He received the first injection four weeks ago. At that time, he related to dr. (B) (6) that he had a large area of swelling on the back of his knee, which is doctor referred to as a baker's cyst. Sometime between injection one and two, the cyst (described as the size of a baseball) ruptured, and his knee swelled and became painful. He related that he was in pain at the time of the second injection, but that his doctor elected to continue with the series. He received the third injection 8 days ago, and his knee has remained swollen, although it has subsided somewhat. He is currently taking anti-inflammatory medication to help with the swelling, as well as icing and elevating the knee. Given the course of events as related above, it seems that the euflexxa shots were temporally related to but not the cause of the ruptured baker's cyst and the increased knee pain. No further action is necessary. Case is closed. (B) (6). On (B) (6) 2007, dr. (B) (6) transferred a voice message left by patient to dr. (B) (6). Patient states he went twice to the emergency room then admitted and stayed for one week. He is on heavy antibiotics as he has an infection in the knee and other joints. Patient had a reaction to all three injections. In addition, he had surgery on his knee. On (B) (6) 2007, I spoke with patient who states that he has been in excruciating pain, less than 24 hrs since the 3rd injection. On (B) (6) 2007, patient went to the hospital for swelling and pain. On (B) (6) 2007, patient was taken by ambulance to the hospital for swelling & pain, admitted shortly after. On (B) (6) 2007, patient was discharged and was told he had an inflammation reaction. Patient was prescribed minocycline 100mg 2x day, ibuprofen 800 mg 1 every 4 hrs, & ultram 1x day. Patient will contact his physician on (B) (6) 2007 and I will follow-up with his status next week. On (B) (6) 2007, I left a message for mr. (B) (6). On (B) (6) 2007, an attempt was made to contact mr. (B) (6) by telephone without success. On (B) (6) 2007, another attempt was made to contact patient by telephone without success.

Manufacturer narrative:
The device was not returned to manufacturing site for testing. The ae was assessed as not related to the initial complaint form, and the lot number was unknown, so retained samples could not be tested at the manufacturer. [(B) (4)-0034; (B) (4)].